Manufacturer narrative:
(B)(4). Customer call was disconnected ; unable to send replacement product and unable to make contact with her on follow-up attempts. No address on file for customer. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: unable to contact the customer via telephone at call backs on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Unable to send product notification letter as no address on file for customer.

Event description:
Call was transferred due to customer stating she was having symptoms of frequently urinating, had excessive thirst, blurry vision, and was feeling weak/tired. Customer was informed that these are symptoms of hyperglycemia and to seek medical attention. Customer was instructed several times to call 911 and stated that she will not go unless she obtains a result. Customer stated she got a result of 108 mg/dl and wanted to know if that is correct. Customer was informed due to her symptoms, it seems her blood sugar is elevated and to call 911 or to reach out to her doctor's office. No further information was able to be obtained. Initial call had been disconnected, attempts to contact customer on (B)(6) 2018, were made, but were unable to reach customer.